Manufacturer narrative:
UDI and device lot not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-08-16, (B)(4) (for, hcp, rep): medtronic received information regarding a navigation device. It was reported that the driver was deformed. Follow-up information from the site indicated that it was unclear if the instrument was able to successfully verify. The instrument was replaced and the issue was resolved. There was no delay to the procedure and no impact to the patient outcome.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the driver was deformed. Follow-up information from the site indicated that it was unclear if the instrument was able to successfully verify. The instrument was replaced and the issue was resolved. There was no delay to the procedure and no impact to the patient outcome.

Manufacturer narrative:
The solera driver was returned to the manufacturer for analysis. Analysis found that the returned driver had damaged threads at the tip of the driver. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.